Event description:
The pt is a 53-yr-old woman who was augmented with co breast implant, in 10/84, using an inframammary incision placed in the subglandular plane. In 9/95 she fell. Then she had a mammogram. There was no trauma to the breast apparently, but the mammogram showed left sided rupture and herniation of the implant on the right side. There was a lot of pain following the mammograms, for these reasons she was evaluated. On ultrasound, she was noted to have a left extracapsular rupture with extrusion from 12:00 and extrusion 7:30. At the neck supple of the extrusion, silicone granuloma was detected. On the right side there was a probable extracapsular rupture with herniation at the 6:00 position and also has silicone adenopathy in the right first, second and third interspace in the internal mammary chain as well as in the right axil lary lymph node. Both implants are contracted. Because of the significant ruptures and silicone migration, it is medically necessary to remove these implants and to do a total capsulectomy. The pt is otherwise asymtomatic.